Manufacturer narrative:
H3 other text: customer discarded product.

Event description:
The user facility reported on medwatch report # mw5145597, that the device was used and an o-ring fell off during a procedure. There was no delay, no medical intervention, and no adverse consequences. The case was completed successfully.